Event description:
A caller reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin use. Customer education was provided regarding the cartridge's usage limits, and the caller acknowledged understanding that the cartridge should not be used over 72 hours with the mobi pump.

Event description:
A caller reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin use. Customer education was provided regarding the cartridge's usage limits, and the caller acknowledged understanding that they should not use pump supplies over 72 hours with novolog brand insulin.